Manufacturer narrative:
The manufacturer cannot determine the cause of the event on the basis of information thus far available. The manufacturer continues to request return of the device for further analysis. The manufacturer has conducted independent electrical testing on a device from a proximal lot and month, sn (B)(6) (lot# ja2311, manufacture date: november 24, 2023), and found the device met electrical standards.

Event description:
A concentrator caught on fire in a patient's bathroom. A definitive root cause could not be determined with the information currently available. The manufacturer continues to request the return of the device for further analysis. It should be noted that the manufacturer has conducted independent electrical testing on a device from a proximal lot and month, (B)(6) (lot# ja2311, manufacture date: november 24, 2023), and determined the device to meet electrical standards.